Manufacturer narrative:
Analysis of the [intellis pro], model [977118], s/n (B)(6) , revealed. Product analysis found"the cause of the recharge and communication failures was due to an anomalous bminus solder joint at the battery post - flex cable connection. No hybrid anomalies were identified." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced an inability to charge the implant battery, received a "device not responding" message with service code 4101, and observed that the wireless recharger was beeping and indicating it was not charging anymore. The charge quality was reported to fluctuate when attempting to charge the implant and resetting the wireless recharger did not resolve the issue. The patient had stated that the last successful charge occurred in july, indicating a prolonged charging issue. The patient confirmed the wireless recharger was fully charged and was instructed to use a belt to improve charging and to monitor the situation. Manufacturer representative (rep) called back to state the patient is still seeing this message and they are looking for steps to resolve. Technical services (tss) understood that the rep has not yet met with the patient. Tss advised rep to try resetting the recharger and to obtain the charging numbers, as well as look at positioning. Tss advised rep to call back when with the patient if this does not resolve. Rep stated on the call that the patient had their system replaced in the past and that this was reported, however she did not have a case number for this at the time of call. Rep states the last time the patient was able to charge was in july. Tss provided case number for rep. Patient called back stating already documented events of ins charging issues. The pt had done what their rep said to do which was to reset the wireless recharger but it did not help. When attempting to recharge the ins it would show excellent connection but then say service code 4101. Pts rep told them to call since the rep thought the pt needed to get a new wireless recharger. A replacement was sent out. Representative (rep) called while with the patient and their new wr. Patient had reported attempting to charge ins all day yesterday. Caller was charging the patient and seeing the excellent connection maintain for 20 minutes. Patient had seen 4101 in the past and 1021 service code today. Caller tried connecting with the tablet and said that it showed ins at 10% and that the ins was too low. Completed reset with the tablet and no device found showed repeatedly. Completed reset with the wr and caller will charge ins and call back after checking ins with the tablet. Rep called back with patient preset in clinic. Rep states they performed the ins reset with the wr and after 20 minutes the wr started a steady beep and turned off. Rep was able to turn the wr on and start a recovery mode charge with excellent connection, but initially it showed dashes for the coupling numbers. Rep then tried to connect with the tablet and was unable to connect to the ins with two separate tablets, using the communicator that was plugged in. Rep then tried a recovery mode charge for 20 minutes, however called back stating they were getting the 4101 charge code again. Tss sent email to scs principal regarding this case, as well as an email to the rep to obtain any log files she is able to get. Rep states both she and the patient have to leave for other appointments at this time. Tss reviewed email from rep. Closed case. Technical services (tss) spoke with rep. Rep reviewed events of aug 8 clinic visit. Tss also adding that they did a tablet ins reset as well that day after doing the physician recharge reset attempt. Caller mentioned that pt did have a fall in july but that here system was fine after the fall. Tss discussing the case further with engineering today to see if there's any further troubleshooting to be done. Tss spoke with rep to review engineering feedback that troubleshooting has been exhausted and we didn't have any further recommendations to make and that explanting the ins would the next consideration. Provided warranty team contact info. Per caller, pt's last successful recharge session was on july 11. Tss reviewed trying to get handset logs (therapy, recharging and comm mgr) but these may have expired given timing of last successful recharge session. During aug 8 clinic visit, they were unable to communicate with handset at all. They did not have a spare handset to try. Representative sent email that ins was replaced and sent back to mdt to be received tomorrow. Tss made engring aware of ins being returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.